Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that when attempting to power their device on, the leds on the device would illuminate but the device would not power on.   There was no patient use associated with the reported event.